Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not yet received.

Event description:
Related manufacturer reference number: 1627487-2024-07914. It was reported that following a fall patient experienced discomfort at lead site. Patient experienced ineffective therapy and was unable to enter MRI mode, patients lead had high impedances and was damaged. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.